Event description:
It was reported that a few days after the implantation the patient received inappropriate shocks. The patient was hospitalized. Oversensing could be reproduced by touching the area of the ICD pocket. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular approx. 29 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cable to the svc shock coil were damaged which was confirmed during the electrical analysis. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation and deformations of the shock coil were detected which most likely occurred during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.